Manufacturer narrative:
Correction to g3 in manufacturer report, correct aware date is 2024-07-12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was getting ready to go in and get the battery replaced because their stimulator hadn't worked in 8 to 9 months because the battery was dead. Patient was inquiring on what to do because they couldn't prove anything to the MRI techs and that they were losing their mind. Patient said they were trying to get their stimulator working again because they had been in major pain. Agent attempted to go through troubleshooting on the call to try to go through passive recharge mode, but patient did not have their external equipment with them. Agent reviewed MRI eligibility form and provided technical services phone number. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they cannot turn the ins on/off for the last 6 months and they like to meet with manufacturer representative (rep) to check the implant. Patient stated their healthcare provider (hcp) office have been trying to contact the rep for a month and they cannot get in touch with anyone. Patient asked for rep contact information. Troubleshooting was unable to be performed as patient services asked clarifying questions. Patient stated she did not have her controller with her and she is working. Ps reviewed reps role and recommend patient consult with hcp office. On 2024-may-29, additional information was received from the patient. They reported that they were getting ready to have the ins changed as the ins was dead. Patient said they wouldn't be able to charge or turn on ins and the ins was just dead. Patient mentioned mdt checked and the ins was dead, which hcp wanted to make sure of before the ins was replaced. However, now patient needs a brain MRI as they had a mild stroke, and needs that taken care of before the ins can be changed. Patient said the MRI facility told patient to call to get a letter saying patient could have an MRI. Agent reviewed MRI guidelines and that the manufacturer could not provide a letter stating the patient could have MRI. Patient did not have equipment with them and said they hadn't been able to charge or use the device in over 6 months. Agent reviewed to have MRI facility call tech for questions/MRI guidelines. On 2024-jun-13 a healthcare provider (hcp) reported to technical services that the pt had not charged the ins for over a year, and the ins was dead. The hcp had no further details to provide. Technical services reviewed how to get the system into passive recharge mode.